Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record not able to be performed as lot/serial number not provided. Device was not returned for evaluation. Based on the results of the investigation, the phenomenon occurred with other combinations of processor and scope, the cause of which was surmised to be an impact from video cables, monitor, or power supply environment of the facility. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
In speaking with olympus technical support, the customer stated they were having intermittent issues with the image freezing on the screen which has happened at least 10 or 12 times in the past. The customer has been able to clear the issue with swapping out the equipment or scopes but not able to pinpoint their issue. The customer was advised to swap out the maj-1430 scope connector and also re-seat the maj-1933 to resolve the issue. The customer was not able to troubleshoot at that time, but stated the scope was working for now. Additional attempts to retrieve additional information from the customer regarding issue resolution were unsuccessful. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, the image was freezing on the screen. It is unknown where this malfunction occurred. However, it was reported there was not any patient involved in the event.